Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
It was reported that the reported set screw used for cbt surgery, and the set screw which was placed at superior position got backed out. So far, there were no reports of any injuries or adverse consequences to the patient, and they do not require revisions. As the set screws are still in patient's body, they cannot be returned. No further information is currently available.